Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to inspect and clean various parts of the pump, but the customer was initially unable to successfully load the cartridge. Technical support helped the customer with filling and loading a new cartridge; however, the issue persisted. Ultimately, customers pump was replaced.